Event description:
It was reported that catheter stuck in stent occurred. A 90% stenosed target lesion was located in the severely tortuous and severely calcified first diagonal branch of the left anterior descending artery. During revascularization, an opticross imaging catheter was selected for use. However, lost image occurred. It was noticed that the opticross was trapped in a non bsc stent since no plain old balloon angioplasty was performed. In order to remove the sheath from the stent it was cut. When it was attempted to bail out the device, it was felt that the exit-hole or the opticross and the non bsc guidewire to be free and they were able to pull out the opticross with little excessive force. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. The sheath and the imaging core were separated and the distal tip had damages. The guide wire exit port had no damages. From the condition of the separated surfaces of the sheath and the imaging core, they would be mechanically cut.